Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected: b4; b5; g3; h2; h11. Upon receipt of additional information that provided an updated item number, it was determined that the previous report was filed to the incorrect manufacturer. An updated report will be filed to MFR (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information that provided an updated item number, it was determined that the previous report was filed to the incorrect manufacturer. An updated report will be filed to MFR (B)(4).

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. On an unknown timeframe post-implantation, the patient began to experience pain and instability. Subsequently, the patient underwent revision surgery in which the articular surface and bearing were exchanged without reported complication. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). D10: vanguard cr ilok fem-lt 65: catalog#183028, lot#293020 the device will not be returned for analysis per hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.